Event description:
Radiometer complaint reference: (B)(4). According to complaint, customer reported discrepancy (false high) on patient sample from the arterial blood gas abl90 flex analyzer (serial number (B)(6)).